Event description:
It was reported that while in use on a patient, the "ventilator generated a device alert: unable to establish patient breath." There is no report of patient harm, death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot this issue with the customer over the phone the action recommended by technical support engineer (tse) corresponds with accepted service practices for the error codes generated by the device. The customer was instructed by tech support to call back if the recommended part or test did not correct the failure and if they will be returning the part.